Event description:
Technician alleged the bed would not go into trendelenburg with the trendelenburg pedal. No pt impact.

Manufacturer narrative:
The technician found the trendelenburg pedal linkage was loose. The technician adjusted the trendelenburg pedal linkage to resolve the issue.